Event description:
It was reported that a patient with a 23mm 2700tfx aortic valve, implanted in the mitral position, underwent a valve-in-valve procedure after an implant duration of five (5) years, five (5) months due to severe mitral stenosis and mitral regurgitation. The patient presented with symptoms of has nyha ii-iii (heart failure), shortness of breath and fatigue. Per fcs, physician stated that surgical valve did fail prematurely. The procedure was performed with a 23mm 9750tfx transcatheter valve. The patient tolerated the procedure well and was discharged on pod#2.

Manufacturer narrative:
H11. Additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated b4, g3, h2, h6 (type of investigation, investigation findings, investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors, including coronary artery disease (cad), chronic kidney disease (ckd), hyperlipidemia (hld), diabetes mellitus (dm ii). The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. All pertinent information available to edwards lifesciences has been submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.